Event description:
The locking mechanism behind the pfna blade is not functional during surgery. There was a slight surgery delay, but it wasn¿t significant enough to affect the overall duration of the operation. Procedure was completed successfully.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the head of the locking mechanism was stripped. Additionally the blades and the shaft of the pfna-ii blade l95 tan had some scratches. All these damages are consistent with the implantation attempts. However, the entire damaged surface was thoroughly examined and no manufacturing-related problems were observed. According to the surgical technique pfna-ii the following instructions and precautions are mentioned. The pfna-ii blade is supplied in a locked state. While attaching the pfna-ii blade on the impactor, screw the impactor counterclockwise (note the mark ¿attach¿ on the impactor) into the end of the pfna-ii blade to unlock the blade. Push the pfna-ii blade gently towards the impactor while attaching the pfna-ii blade. Do not overtighten. Precaution: the tip of the pfna-ii blade must rotate freely after attaching it to the impactor. This is essential for the implantation of the pfna-ii blade. Otherwise remove and dispose of the blade. Do not over tighten the connection between the impactor and the pfna-ii blade. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional evaluation was performed several attempts of lock and un-lock were made. It was possible to preformed the complete locking process however, some some difficult was felt when the locking mechanism was activated. This difficult, could be related to the damage observed on the head of the locking mechanism. The complaint condition was replicated, therefore the allegation can be confirmed once the product leaves j&j medtech orthopaedics control, it is unknown what conditions the implants are exposed to during that time. Therefore, with the information provided is not possible to determine a potential cause at this moment. The overall complaint was confirmed as the observed condition of the pfna-ii blade l95 tan would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device. Product code: 04.027.054s. Lot number:6900p78. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 26 jul 2023. Manufacturing site: jabil bettlach. Expiry date: 01 jul 2033. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative device history review a manufacturing record evaluation was performed for the finished device product code: 04.027.054s lot number:6900p78 the product was released on: 26 jul 2023 manufacturing site: jabil bettlach expiry date: 01 jul 2033 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.